Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter came out of the patient sometime after placement with a burst balloon. There were no missing balloon pieces reported.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted an irregular balloon burst. There were pieces of the sac were missing approximately (1 cm x 2 cm) and missing pieces were returned for evaluation. The sample was evaluated under microscope and no conditions found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter came out of the patient sometime after placement with a burst balloon. There were no missing balloon pieces reported.